Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used in the common bile duct (cbd) and hilum during an endoscopic retrograde cholangiopancreatography (ercp) with dilation and stent placement procedure performed on (B)(6) 2021. During the procedure, the physician withdrew the balloon into the duodenum where the balloon was re-inflated. The contrast was visibly leaking out of the balloon due to a pinhole. The device was then removed from the patient, and the procedure was completed with another hurricane rx dilatation balloon. There were no patient complications reported as a result of this event.